Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The reported issue did not impact customers blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.